Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleged severe cough. The above reported event is assessed as possibly related to the device in this case. Hence, the device may have cause or contribute to the alleged serious injury. The patient did receive medical intervention and was prescribed medication. The device was returned to the manufacturer's product investigation laboratory for further investigation. 0 blower hours and 0 therapy hours were logged, suggesting the device data was reset prior to pil receipt. 1,423.5 machine hours were logged. Slight amounts of dust contamination inconsistent with degraded sound abatement foam was observed throughout the device enclosure and airpath, suggesting a source external to the device. If it stated that the device was inspected in the external part of the device, then I would state that. Then the internal inspection, pil can confirm the presence of contamination in the airpath. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. No errors were logged. The manufacturer concludes the results of this investigation do not impact the calculated risks.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a severe cough. The patient did receive medical intervention and was prescribed medication. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.